Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2020. If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  Device evaluation: two unused and one used cartridges were received . The unused cartridges were received sealed in their trays with the tyvek. No damages were observed. The used cartridge was received in a bag. The cartridge was observed with viscoelastic residues inside and tip cracked. The reported issue was verified. However, due to the handling condition observed in the sample, there could not be manufacturing relation determined. No product deficiency could be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed one complaint from this production order number, the reported issue is same as this reported complaint however as no product was returned for evaluation, no product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was patient contact with the two 1mtec30 cartridges and each of the cartridges even though they cracked were able to have the lens fully inserted with no injury and no medical intervention. No further information available.